Manufacturer narrative:
Investigation: a used reveos platelet pooling kit with x4 platelet bags attached was received for investigation. The pooling bag was not returned. The kit appeared to be assembled correctly and no occlusions were identified. The filter appeared to be fully saturated. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. A disposable complaint history search was performed for this lot and found two (2) other reports for similar issues on this lot. See MDR: 1722028-2025-00003. The other event did not meet reportability requirements. Root cause: a root cause assessment was performed for this complaint. Based on the available information, a definitive root cause for the reported rwbc results issue could not be determined at this time. Possible causes for these failures include but are not limited to: the whole pooling set was hung in full length impeding the filtration process. The operator inadvertently not closing the clamp above the filter at the beginning of the pooling process. Leaving the clamp open allowed for platelets and or pas to partially wet or prime the filter. By not completely priming the filter and forcing the air out of the filter, the full surface area of the media will not be used during filtration, reducing the effective filtration area, and leading to the potential for elevated rwbcs in the pooled platelet. An unidentified manufacturing issue with the filter. Donor physiology may also contribute to a higher-than-expected level of wbcs.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, d.9, h.3, h.6 and h.11. Investigation: a used reveos platelet pooling kit with x4 platelet bags attached was received for investigation. The pooling bag was not returned. The kit appeared to be assembled correctly and no occlusions were identified. The filter appeared to be fully saturated. Investigation is in process; a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: a used reveos platelet pooling kit with x4 platelet bags attached was received for investigation. The pooling bag was not returned. The kit appeared to be assembled correctly and no occlusions were identified. The filter appeared to be fully saturated. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.